Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices and x-rays associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found one prior report for the ball. Review of the device history records did not reveal any manufacturing deviations or anomalies for this product and lot number combination. Physician stated upon entering the hip and assessing the acetabular cup, it was felt that the acetabular cup had too much anteversion, and that was allowing the dislocation to occur anteriorly. Based on the performed investigation, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
The cup was added in the impacted products because it was removed during revision and the implant record provided the correct dor.

Manufacturer narrative:
Product complaint # :(B)(4). UDI: (B)(4).